Event description:
Patient arrives today for curlin pump/5fu chemotherapy disconnect. Noted to have approximately 11 hours remaining to be infused. Patient had called hospital and infusystem's 800 number yesterday requesting assistance with pump as it kept stating "air in line" every 1-2 hours. Patient states he didn't hear it at night because he does not hear very well. Per hospital note from yesterday, patient was instructed to return to hospital to assess pump. Patient not able to return to either hospital. While in hospital today pump did alarm, with air in line. No air noted. Infusion restarted while here. Patient did want pump disconnected and not to infuse remaining 5fu chemotherapy as he lives 1.5 hours away. Second rn looked at pump as well, no air in line noted. Noted pinched area on IV tubing near yellow plastic piece that is inserted into the top of the curlin pump. No other issues noted with tubing or pump. Curlin pump 6000cms.